Manufacturer narrative:
Investigation summary: photo evaluation: one photo was returned for evaluation. From the photo, observed damaged on the syringe barrel. Sample evaluation: two actual samples in open package was returned for investigation and the sample was not decontaminated. From the samples, observed damaged on the syringe barrel. A device history record review found no non-conformances associated with this issue during production of this batch. Conclusion: based on the quality team's investigation, the root cause is related to the manufacturing equipment as the barrel transitioned to the needle assembly process and the defective parts were not identified by the manufacturing personnel. Actions to the manufacturing machine have been taken to prevent future barrel damage and communication to bring awareness of this incident was provided to the manufacturing personnel.

Event description:
It was reported that syringe 10ml ls 21ga 1-1/2in tw barrel was distorted. This occurred on 4 occasions before use. The following information was provided by the initial reporter: distorted barrel. 30oct2019: upon looking at photo, the barrel of the syringe is deformed / damaged.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ls 21ga 1-1/2in tw barrel was distorted. This occurred on 4 occasions before use. The following information was provided by the initial reporter: distorted barrel. (B)(6) 2019: upon looking at photo, the barrel of the syringe is deformed / damaged.